Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use of bulkamid therapeutic procedure the camera head had not shown anything on screen (blank screen). The procedure was completed using the similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation for use of bulkamid therapeutic procedure the camera head had not shown anything on screen (blank screen). The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent flickering image due to a kink/knot in the twisted faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.